Event description:
It was reported that the stent did not advance on the guidewire. However, its was subsequently learned that the shaft was broken upon removal of the system from the pt. In addition, upon receipt of the product, the sds was broken. This product is available for testing and evaluation, but the engineering report has not been completed. Additional information has also been requested and will be submitted within 30 days upon receipt.